Event description:
It has been reported to philips that the machine could not perform exposure. The user performed a restart of the device, but the issue persisted. The device was in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that in the middle of a case, the system couldn't expos and it prompted a high-voltage error. The customer performed system restart but the issue persisted. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.